Manufacturer narrative:
At the present time the affiliate is trying to get more information from the customer as to whether or not this occurred during implantation. However, as a conservative measure a report is being filed. Upon completion of the investigation. And upon receipt of additional information from the customer, a follow up report will be filed.

Event description:
Affiliate reports that the cable of the sensor is damaged. Customer reports that two parts are bare. They also claim that the pressure values are not right.